Manufacturer narrative:
The device was not returned. An event regarding crack/fracture involving a femoral trial slap hammer was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
Scrub tech inserted the slap hammer into the femoral trial and the screw mechanism broke off into the femoral trial.

Manufacturer narrative:
Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Scrub tech inserted the slap hammer into the femoral trial and the screw mechanism broke off into the femoral trial